Event description:
It was reported the patient had received numerous inappropriate shocks. The lead was explanted and replaced due to a lead fracture. Additional information was received from the patient's attorney reporting the patient was "violently awakened by his ICD uncontrollably firing unnecessary shocks with such force that he was lifted off the bed...," as a result of his defective fidelis lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Other : it was reported the patient had received numerous inappropriate shocks. The lead was explanted and replaced due to a lead fracture. Additional information was received from the patient's attorney reporting the patient was "violently awakened by his ICD uncontrollably firing unnecessary shocks with such force that he was lifted off the bed...," as a result of his defective fidelis lead. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor. Device was out of specification in a manner that relates to event' lead(s), fracture of, shock, inappropriate, defective device.